Event description:
Affiliate reported that in 2004, the device was implanted via v-p shunt at 0mmh2o. In 2009, the left collarbone was broken in a traffic accident. Nothing abnormal was noted at that time. After the accident, the pt was presented with problems. It was found that the ventricles of the pt's brain became too large. As a result, the valve was replaced.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The valve was visually inspected and it was noted that the stator was dislodged from the base plate. This could have been caused by the traffic accident that the pt had, as noted by the surgeon. The cam housing also has what seems to be a crack along it as well. This could also be due to the traffic accident that the pt had, as noted by the surgeon. This however, could not be confirmed. Enhancements were introduced to the stator stamping tool during 2004/2005, that was designed to minimize this type of dislodgement. It was noted that this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 time frame. The device history records were reviewed, and they confirmed the device conformed to the required specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.